Manufacturer narrative:
Lumenis investigated the reported event directly contacting the initial reporter for follow-up information. Reasonable attempts were made by phone and email (6x) to obtain subject device brand name, subject device serial number, subject device service records, device operator, patient information, and any other relevant patient data; however none was received. Insufficient information is provided in the initial report to complete an investigation of the event report and to determine a cause. Should additional information be provided to lumenis with which to determine a cause for reported event, lumenis will file a follow-up MDR. No response from the user facility.

Event description:
It was reported on a voluntary medwatch ((B)(4)), filed by a user facility that stated "turned laser on and a lot of smoke immediately started coming out of the device." No patient harm was reported.